Event description:
It was reported that the patient's pulse generator exhibited backup vvi operation after implant. A device download was performed successfully. The patient was asymptomatic.

Event description:
It was reported that the device was not checked after implant and it was discussed that the cautery during the implant may have been the cause of backup vvi operation.